Event description:
Patient reported left side implant "leaked." Healthcare professional additionally reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, fold creases, a linear opening on anterior, yellow particles in the shell, and white calcification on the shell. Leak test and microscopic analysis was performed which identified: a crease sharp opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as fold flaw opening.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/28/2013. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side implant "leaked." Healthcare professional additionally reported left side deflation. Device has been explanted.